Event description:
It was reported by the customer that the pyxis anesthesia es system station remained unresponsive, displaying a blue screen. Attempts to reboot the system have been made; however, the issue continues to persist. A customer has reported that the user is unable to dispense medication to the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station display black screen. A technical support specialist confirmed that the station was logged into the add/remove programs screen and navigated to the d drive and proceeded to install rss version 4.12. After rebooting the station, the rss page now indicates that the agent is at version 4.12. The system functioned as intended after technical support specialist troubleshooted the device.